Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her child's insulin pump alarmed motor error. Customer turned pump off and then turned back on and pump worked for a few days but then child went to emergency room with dka. Child's blood glucose was unknown at hospital but was 234 mg/dl at time of call. Troubleshooting was done for high blood glucose and pump appeared to be working normally however, customer was advised to discontinue use of the device for the motor error and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The occlusion and excessive no delivery alarm test could not be performed due to the prime anomaly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, scratched keypad overlay, scratched reservoir tube window and a missing end cap sticker.